Manufacturer narrative:
D4/h4: serial number search doesn't yield device information. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a long-term cadd-solis vip pump user on a 1600 ml 3:1 tpn regimen found the tpn bag over half full the morning after a completed infusion while the pump was in use with the patient. Pump logs showed no alarms or user errors, and troubleshooting included swapping pumps. During return calibration, it was discovered that slight bending of the 1.2-micron filter cadd tubing prevented a downstream occlusion alarm, allowing the pump to register 10 cc delivered while only ~5.1 ml was infused. This condition explained the event; whether port backpressure, tubing bend, or both contributed remained unclear. The pump was up to date on preventive maintenance, had no mechanical issues, and no patient harm was reported.

Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.